Event description:
The device broke in the patient's right shoulder while it was being implanted into the glenoid. The loose pieces were retrieved and removed arthroscopically in conjunction with the scheduled procedure.